Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary device was not detected on bus and user sensed a burnt smell on board.As per part investigation, it was determined that the root cause of the complaint, ¿Device not detected on BUS,¿ was determined to be thermal damage on the ASSY RETRACTOR DWR HH CUBIE ((b)(4)) and the PCBA PMC v1.06/v0.09BL HH (P/N (b)(4)), which prevented the proper functionality of the entire drawer.However, there were no delays or adverse events or injuries reported based on this event.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY DEVICE WAS NOT DETECTED ON BUS AND USER SENSED A BURNT SMELL ON BOARD. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. CORRECTION: SECTION B DESCRIBE EVENT OR PROBLEM, SECTION D MEDICAL DEVICE CATALOG, UNIQUE IDENTIFIER (UDI), MEDICAL DEVICE SERIAL, MEDICAL DEVICE MODEL, CONCOMITANT MED PROD DATA AND SECTION H DEVICE MANUFACTURE DATE. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 01-JUN-2020 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL INCIDENT, IT WAS DETERMINED THAT DRAWER 5.1 AND 5.2 WAS NOT DETECTED AND THERE WERE THERMAL MARKS ON THE INTERFACE BOARD, RETRACTOR BAND, SENSORS, AND SOLENOID. A FIELD SERVICE ENGINEER (FSE) REPLACED THE CONTROLLER BOARDS AND THE SOLENOID FOR DRAWER 5 AND CUSTOMER TESTED FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE WAS NOT DETECTED ON BUS AND USER SENSED A BURNT SMELL ON BOARD. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of ¿Device not detected on BUS¿ was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the FSE according to Work Order 02411725, the FSE reported that auxiliary drawers 5.1 and 5.2 were not detected on the bus. The FSE shut down the station and opened the rear panel for inspection. During troubleshooting, thermal damage was observed on the drawer interface board, retractor band, sensors, and solenoid associated with drawer 5. No evidence of fluid ingress or spilled liquid was found. The FSE replaced the controller boards and the solenoid; however, additional damaged components were identified during the inspection. During DCHU Visual Inspection. P/N (B)(4): The flat flex cable showed signs of physical damage on the pin connector. P/N(B)(4): SN (B)(4): was received with physical damage on the back part of the board. SN (B)(4): was received with no signs of physical damage, fluid ingress, loose or missing components. P/N (B)(4): was received with no signs of physical damage, fluid ingress, loose or missing components. P/N (B)(4): was received with signs of thermal damage on the J401 connector. During DCHU Testing P/N (B)(4): No DCHU testing was required due to the physical damage observed during visual inspection. P/N (B)(4): SN (B)(4): no further testing was required by DCHU due to physical damage found during the external inspection. SN (B)(4): failed the DMM testing due to having conductivity between TP502 and TP505. P/N (B)(4): passed the DMM and HTA testing with no irregularities or intermittence. P/N (B)(4): no further testing was required by DCHU due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint of ¿Device not detected on BUS¿ was determined to be thermal damage on the ¿ASSY RETRACTOR DWR HH CUBIE¿, P/N (B)(4) and the ¿PCBA PMC v1.06/v0.09BL HH¿ P/N (B)(4), which prevented the proper functionality of the whole drawer.